Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant. Per the operative report provided, the 25mm edwards (subject ) valve was seated well. The patient was weaned and separated from bypass on minimal inotropic support. At this point, the te did show a small right-to-left jet which was of the unusual character. It did not appear to be a perivalvular leak as this was not present on the short axis view. The patient was placed back on bypass. The aortic (subject) valve was explanted. Examination, the lv outflow tract revealed no evidence of a vsd or any injury to the lv outflow tract for membrous septum. There was absolutely no abnormality in the areas. A new 25mm edwards pericardial valve was seated. Technically everything looked very nice. The patient was weaned and separated from bypass. Again tee revealed the valve to be well seated without perivalvular leak. Again there was a small right-to-left jet which was identical to what was present before. Oxygen saturations were checked in the pa and svc and there was no step-up. The only explanation that we could find for this was possibly the vein graft or the right coronary artery. All parties agreed that this did not appear to be a vsd, did not appear to be a perivalvular leak. The patient did extremely well and we elected at this point to avoid any further attempts, trying to identify visualization of the operative suite. The patient was transferred to the cv ICU postoperatively.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the subject device was not returned to edwards, therefore, no evaluation could be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. There have not been any allegations of a product malfunction or quality deficiency. No further actions are possible with the available information.